Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the insulin pump received software error detected alarm. Customer stated that they were able to clear the alarm, but not received request to rewind insulin pump. Customer performed the self test and it was passed. No harm was required during medical intervention. The insulin pump will not be returned for analysis.